Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheters and a spyglass ds - digital controller that were used in the same patient and procedure. It was reported to boston scientific corporation that two spyscopes ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the image cannot be displayed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.